Event description:
It was reported that on (B)(6) 2013, a drill bit broke during a procedure. Surgeon was implanting a distal humerus plate. Surgeon implanted three 3.5mm cortex screws in the shaft of the plate. Surgeon then used the drill bit to drill through the most distal hole of the plate for a medial column screw. It was reported that the drill bit hit one of the cortex screws already in the plate and the drill bit broke off in the bone. The drill bit piece remained in the patients humerus. It was reported that the procedure was completed successfully. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.